Event description:
It was reported that the patient was hospitalized for a left heart catheterization due to a positive stress test ((B)(6) 2011). Due to obesity, the brachial artery was accessed. Advancing the balance middleweight universal guide wire through the moderately tortuous brachial artery, the distal portion of the wire sheared off. There was no unusual resistance noted. The radial artery was then accessed to assist with snaring of the detached portion of wire. Device was snared and removed without adverse patient sequela. Procedure was aborted with the intention for the patient to return the next day to complete the procedure. The patient spent the night in the hospital and was taken back to the catheter lab the next day when the procedure was successfully completed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. A guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued or would typically require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract or advance the wire in this trapped state would exceed design limits and may cause separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, a conclusive cause for the tip separation could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.